Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a red alert for an out of range shocking impedance. Additional information was received that no revision procedure is going to be performed because this patient is in a very critical condition, due to comorbidity. There were no adverse patient effects reported.

Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.